Event description:
The type of baclofen being delivered via the device system at the time of the event was lioresal.

Event description:
It was reported that during a pump replacement surgery on (B)(6) 2015 the catheter was discovered to be dislodged and migrated and was completely in the pump pocket. The catheter was explanted and replaced. No catheter segments were left in the patient not-in-use. The patient had experienced increased spasticity. The patient status at the time of the report was indicated as alive, no injury. The patient was reported to be receiving effective therapy. The pump was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2008-explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly, sc connector non significant indent in seal did not affect infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.